Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various parts of the pump, and to follow the on-screen instructions to load the cartridge, but the customer was unable to load it successfully. The customer, who did not have a new cartridge with them and was using multiple daily injections (mdi) for insulin, decided to call back after work to continue troubleshooting.